Manufacturer narrative:
G4: 29feb2020 b4: (B)(6)2020 the customer reported that the issue has been resolved; however, no repair details were provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date reported: 02mar2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit had a blower temperature high error. The device was in use at the time of the event; however, there was no patient harm. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the air inlet filter and circulation fan was dirty. The technician recommended that the customer clean the dust and replace the filters.